Manufacturer narrative:
Some information was not provided and is unknown; therefore, a UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the ventilator driver was unable to start causing the unit to fail to cycle and obciliate. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. During troubleshooting with the customer, it was determined that the power module was causing the reported issue and needed to be replaced. The customer indicated that they did not wish to proceed with the repairs and are considering decommissioning the device.